Manufacturer narrative:
No bends or kinks in the soft cannula were observed. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery. No abnormalities were found that would lead to bleeding or bruising.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 329 mg/dl while wearing the pod between 4 and 24 hours. Patient was complaining that the pod was hurting at the insertion site, when patient¿s mother took the pod off she noticed there was blood on the adhesive but no blood in the cannula and around the side of it there was a bruise on one side. When removed from the infusion site (back), the pod's cannula was found to have a little bent. As treatment, patient¿s mother gave four (4) boluses and a new pod was applied. There have been no changes to the pdm settings for the last week and a half. Patient¿s carbs was lowered on one (1) dose from 33 to 30.